Event description:
Information received regarding the explanted device notes no pacing and it would not interrogate. A message was given that "the device is working in mode hardware and some parameters work at illegal mode, consult with the sjm representative." The patient's rate after the event was 40 ppm.